Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate the staples would not close. The case was completed with another device. There was no consequence to the pt.